Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154215 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory for evaluation on 04/19/2021. An investigation was conducted on 04/26/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects, cracks or delamination was observed on the seal. Measurements were taken of the delivery device; the inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was caught in the middle and could not be used. The new one was collected and the operation was completed. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was caught in the middle and could not be used. The new one was collected and the operation was completed. No patient involvement.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #: (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was caught in the middle and could not be used. The new one was collected and the operation was completed. No patient involvement.